Event description:
It was reported that the customer had received low insulin alerts that were not addressed by loading a new cartridge. The customer's blood glucose level was reported to be high due to the insulin cartridge becoming empty. It was also reported that the customer would inject and refill the cartridge with insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. The t-slim pump user guide also instructs that the efficacy of your t-slim pump cannot be guaranteed if cartridges are filled more than once (reused).